Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure was completed by just press again the footswitch. The philips field service engineer (fse) analyzed the system onsite and verified that pressing the pedal would not cause exposure or fluoroscopy when the wired foot switch was engaged. Upon some functional test, fse found that occasionally, even with fluoro, activating the footswitch would prevent the xray from coming out. Fse replaced footswitch. After replacing the wired footswitch, the system was returned to use in good working order. The defective part was returned for analysis and investigation and no failure was found. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the wired foot switch would not trigger exposure or fluoroscopy when the pedal was pressed. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.